Event description:
It was reported that during a device check this implantable pacemaker went into safety mode. The device was immediately replaced, and the procedure was completed successfully. The explanted device will not return as it was disposed of. No additional adverse patient effects were reported outside of this revision procedure.